Event description:
The MFR received info alleging a ventilator failed to alarm for a circuit disconnection unless the low tidal volume alarm was active. The device was not in pt use. The pt circuit configuration was evaluated by the (B)(4). The (B)(4) determined the circuit contained an adapter that caused enough resistance and back pressure to prevent the circuit disconnect alarm setting trigger from being reached. The (B)(4) removed the adapter from the pt circuit to allow the circuit disconnect alarm to function properly.

Manufacturer narrative:
Device labeling states: "you should not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate and apnea alarms should be used in conjunction with the circuit disconnect alarm. The apnea alarm is only intended for spontaneously breathing pts." Device labeling also states: "speaking valves, heat moisture exchangers (hmes), and filters create add'l circuit resistance and may affect the performance of alarms chosen for circuit disconnect protection." The MFR concludes the ventilator operated as designed.